Event description:
On (B)(4) 2012, pt reported there was a leak in the cartridge and a large amount of insulin spilled into the cartridge compartment of the infusion device. The cartridge plunger was not stuck to the piston rod, and she is unsure how the cartridge leaked. The infusion device, cartridge, and adapter were requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.